Manufacturer narrative:
The arrow buttons did not respond due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared due to an unresponsive keypad. The customer stated that prior to the keypad anomaly, the numbers started scrolling when they pressed a button. The problem had started the day prior to the phone call. The customer stated that they keep the insulin pump in their back pocket, but the device had not been exposed to moisture. The customer's blood glucose was 134 mg/dl. The discontinuation of the device was advised. Nothing further was reported.